Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could have gotten caught on the stent causing a tear or a rip at 18 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers and y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted streaming from the balloon near the distal tip. Under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon. However, the investigation is inconclusive for the reported entrapment as the reported condition of the issue could not be replicated in the laboratory. The presence of stents at the treatment site could have caused the balloon rupture and entrapment. However, a definitive root cause for the reported balloon rupture and entrapment of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could have gotten caught on the stent causing a tear or a rip at 18 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A male patient underwent an angioplasty procedure using vaccess. During the procedure, the pta balloon allegedly could have gotten caught on the stent causing a tear or a rip at 18 atm. The procedure was completed using another device. There was no reported patient injury.